Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found damaged during use. The following has been provided by the initial reporter: the syringe is visible broken. As the nurse disclaimed, the syringe wasn¿t able to hold the fluid.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided samples for catalog 300296 lot 1904142 to investigate for this record. Visual inspection of the returned sample presented the top of the barrel broken. As a result, bd was able to verify the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found damaged during use. The following has been provided by the initial reporter: the syringe is visible broken. As the nurse disclaimed, the syringe wasn¿t able to hold the fluid.